Event description:
It was reported that the lead was explanted due to a suspected fracture. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.0-10.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 11.7-12.0cm from the distal tip. The etfe coating was intact at these locations. A fracture of the inner coil was noted at 42.2cm from the distal tip, consistent with fatigue.